Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed sensing issue on the discrimination and loss of capture channels on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.